Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2024 h6 component code: g07002 no device problem found additional information: d9, h3, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: according to the received information, it was reported that the suture broke when sewing in the surgery. Changed another one to complete the surgery. The actual sample was discard. There is no report on patient's injury. After surgery, the customer opened products from the same lot for testing, and also found that the sutures broke easily. Actual complaint sample can't be returned, 2 un-opened packs ((B)(6), (B)(6)) of same batch representative samples from customer returned. Customer returned representative sample have been evaluated by [appearance] and [knot pull tensile strength]. These 2 return sample were manufactured by ethicon and there is no appearance issue found and the knot pull test results were met the specification. DHR reviewed and no issue found. The root cause of complaint can't be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: t is unclear if lot newly reported lot ua4ad malfunctioned as the information indicated to add additional impacted (sterile) product. Please clarify if the suture broke for the new reported lot for product code sa86g01 lot ua4ad? If yes, did the suture break during the procedure or during testing? --contacted and double confirmed with the sales rep today via phone, there's no any complaint with the device of product code sa86g01 lot ua4ad. The hospital just returned it for analysis together. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. It was reported that the suture broke when sewing in the surgery. Changed another one to complete the surgery. The actual sample was discard. The surgeon refused to use the remaining 2 sterile products from the same lot and they will be returned for analysis. There is no report on patient's injury. After surgery, the customer opened products from the same lot for testing, and also found that the sutures broke easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it is unclear if lot newly reported lot ua4ad malfunctioned as the information indicated to add additional impacted (sterile) product. Please clarify if the suture broke for the new reported lot for product code sa86g01 lot ua4ad? If yes, did the suture break during the procedure or during testing? Additional information was requested, but unavailable: after surgery, the customer opened products from the same lot for testing, and also found that the sutures broke easily" please confirm the number of sutures that broke during testing after the procedure. Contacted with the sales rep today via phone, the information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-04232.